Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment was alleged to be cracked/damaged with a missing battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 21-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2017 with the following findings: during investigation, the battery compartment was found to be cracked from the top down to the side of the bumper and in between the bumper and case seal. The battery cap was returned with the pump. A piece of the battery cap thread was observed to be broken off. The battery cap height was found to be outside of specifications. The returned battery cap continued to twist after securing to the pump. A test battery cap was used and also continued to twist after securing to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.